Event description:
It was reported the lower display of the epg (external pulse generator) does not work. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was missing pixels. Analysis also found that the encoder flex was out of specification electrically, the upper and lower cases and one side bail cover were broken, one side bail cover and one side bail were missing, the ring cover was contaminated, the battery contacts were compressed, the keyboard was scratched and the lcd lens was chipped. (B)(4).

Event description:
It was reported the lower display of the epg (external pulse generator) does not work. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).